Event description:
It was reported that during a abdominoplastic procedure, the device gave an instrument problem 3 times. The problem was with the min-button, no function. The case was completed using the same device but, only with the max-buttons. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.